Manufacturer narrative:
The patient reported a second potential lot number, 190826-1, when using the ultra m14 catheters. During follow-up, the patient reported some units were slippery, while others were more sticky, and thought the uti's might have been caused by experiencing more friction over time when catheterizing.

Event description:
Intermittent catheter patient (user) said he received a urinary tract infection (uti) from using the ultra m14 catheters. During follow-up, the patient reported he had multiple uti's (possibly 3) due to more friction than usual when catheterizing while using the ultra m14, but can't remember the dates of the events that occurred between december 2018 and march 2020.